Manufacturer narrative:
Additional manufacturer narrative: there are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the valve was explanted at implant. The patient developed worsening biventricular function, cardiogenic shock, required high dose inotropic support and had indication for ECMO, an iabp was placed, and the patient expired intraoperatively. The root cause of this event cannot be conclusively determined. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this 21mm bioprostheticaortic valve was explanted at implant due to prosthetic aortic insufficiency. In review of medical records, it was learned that the patient had severe biventricular hypertrophy, impaired systolic function, and pulmonary htn. The patient had critical calcified stenosis and cad. A CABG x3 was performed and then the aortic valve was addressed. The annulus was sized after the leaflets were excised and the aortic valve was seated and sutured in place. She was weaned from cpb without difficulty and returned to nsr. Tee revealed a small amount of prosthetic aortic insufficiency that progressed in severity after protamine administration. She developed cardiovascular collapse and extreme hypotension. The patient was re-cannulated and placed on cpb. The valve was inspected. The combination of fragile tissue and aortic calcification limited suture placement and resulted in compromise to the neo-noncoronary leaflet of the ew valve. The valve appeared grossly to be undamaged and functional so the offending sutures were removed and the aortotomy was closed. Rewarming was done and satisfactory contractility was present on a moderate dose of inotropes. The patient weaned from cpb without difficulty and the tee demonstrated a small amount of ai but it seemed to progress after protamine was administered and, again, the patient developed cardiovascular collapse. The patient was placed back on cpb and the aortic valve was explanted and replaced with a 21mm st. Jude mechanical valve. Good leaflet motion was noted and the aortotomy was closed. Very poor contractility was noted and the patient was unable to be weaned from cpb. Consult was done for possible placement on ECMO and the patient was declined for the transfer. An iabp was placed through the ascending aorta due to femoral access not being possible. The patient was then weaned from cpb on high-dose inotropes with support from the iabp. Hemodynamics were satisfactory and tee revealed a normal mechanical valve function. Both right and left ventricular function was impaired. Protamine was administered and the patient developed deteriorating hemodynamics and cardiogenic shock. Patient expired in or from intractable cardiogenic shock.